Manufacturer narrative:
No crack at the case - reservoir compartment noted during visual inspection. However, the pump was received with a missing reservoir tube o-ring, a cracked reservoir tube lip and a missing retainer. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a cracked reservoir tube lip and a missing retainer. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay and a scratched case. Cosmetic damage at the case - reservoir compartment was not confirmed. However, retainer ring damage (a missing reservoir tube o-ring, a cracked reservoir tube lip and a missing retainer) and reservoir unable to lock into place were confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the reservoir compartment. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1880 was requested and it was returned for analysis.